Event description:
On (B)(6) 2013, the patient underwent the surgery with the variax elbow. On (B)(6) 2013, the surgeon confirmed by x-ray that the olecranon plate broke. Also, the surgeon confirmed that the patient is infected.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.